Manufacturer narrative:
Upon completion of the manufacturer's investigations it was determined that the patient left and right siderails were not latching up due to broken spindle spacers. There was nothing wrong with the unit's brakes and the brakes unable to engage was reported in error. No brake malfunction was reported.

Event description:
It was reported via repair work order that the brakes could not remain engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes could not remain engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.